Manufacturer narrative:
No medwatch form was received.

Event description:
A review of the egm's showed noise on the ventricular channel. Therapy was aborted since the sensing of noise was intermittent. The physician repositioned lead connectors by placing the lv lead into the rv port and the rv lead into the lv port. The lead remains implanted.